Manufacturer narrative:
Insulin pump alarmed after battery change causing to reset date and time due to faulty connector on interface board. No alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reports that insulin pump would reset itself with every battery change. Customer also reports to have received a signal too low alarm and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.